Event description:
It was reported that the t: slim x2 pump battery would not charge despite using the recommended tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level noted. The customer tried different chargers without success, and tandem technical support decided to replace the pump. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.